Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix stent graft system and an palmaz (non-endologix) stent. Approximately four (4) years post initial procedure, a type ia endoleak was identified via computerized tomography. Reintervention is to be scheduled. Patient status was not reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak and additional intervention is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported being stable post the embolization procedure to resolve the type 1a endoleak. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H6: health effect - impact code ¿ remove code 4614. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix stent graft system and an palmaz (non-endologix) stent. Approximately four (4) years post initial procedure, a type ia endoleak was identified via computerized tomography. Reintervention is to be scheduled. Patient status was not reported. After the initial report additional information was received reporting that reintervention was completed with the implant of four (4) penumbra (non-endologix) packing coils. The sealing ring was ballooned with a bard atlas (non-endologix) balloon. This resolved the type 1a endoleak. The patient already had a palmaz stent in the proximal graft, placed at the time of the initial implant. The atlas balloon was undersized to the aorta, but larger than the waist of the palmaz. The ballooning expanded the a palmaz approximately 2-3mm.